Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the device was not dead during implant and there were no device issues observed, the device may have been depleted at post op appointment initially which would be expected after a 2 week period without recharging. Rep reports charging the device and programming at the post op visit, nothing was noted as abnormal at that time. Rep reports they have not seen the patient for "quite sometime" as they switched providers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and reported experiencing the same issue previously documented. Patient stated that the ins would stop working after 8 hours and would not progress past 90%, even with an excellent connection. Patient also mentioned that the ins site "feels like they just had surgery" and described a burning sensation while recharging the ins. Patient also stated that they had a cat scan and x-ray done and will have an appointment with their hcp and manufacturing representative (re) agent reviewed the information and redirected the patient to their hcp.

Event description:
Patient called back and reported experiencing the same issues previously documented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt reported that they have had problems ever since the implant was put in and they think something is screwed up. Pt stated that during the trial, the doctor was shoving the wires in their back and there is a spot in the middle of their back that hurts. Pt added that the implant battery dies over night and the ins only stays charged 8-10 hours. Pt stated that they quit seeing their hcp and they want to take out the ins. Pt mentioned they have been 'adjusted' and the implant battery burns their side. Pt added that on the day of surgery, the mdt person there said everything was 'completely dead' and 2 weeks later in june they kept calling because the device was 'shutting on and off by itself'. Pt stated they got shots 2 weeks ago and has been waiting for x-ray and cat scan results. Pt stated it feels like their whole hip is on fire and it is hard to sleep. Pt stated they are now seeing a new doctor. Pt was redirected to hcp to further address next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the ins was not depleting faster than normal, the patient was not charging their device. It was noted the representative met with the patient multiple times and there was no report of burning. The representative made multiple changes to the patient's stimulation settings to try to increase pain relief, however all three times the patient's ins was in normal working condition. There were no extended charge times and nothing in the reports about the stimulation randomly turning off. The patient stated they did not feel like charging their ins, which would cause the stimulation to shut off due to the battery being depleted. The representative educated the patient multiple times and reprogrammed the patient multiple times, they noted the last they saw the patient was in (B)(6) 2026 and they had no issues with their battery.